Manufacturer narrative:
Device evaluated by MFR: a f/g,promus element plus,mr,ous 2.75x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage. Stent struts from the middle section of the stent were lifted, distorted and pulled in a distal direction. The stent showed no signs of movement on the balloon and was set equidistant between the proximal and distal marker bands. The undamaged distal portion of the crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during an attempt to cross a lesion. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. The distal edge of the bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25x2.75mm, concentric, de-novo target lesion was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. After completing ablation of a rota with 1.25mm rota link plus, a non-bsc guidewire crossed the lesion then predilation was performed with a non-bsc balloon catheter. Subsequently, a 2.75x28mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross due to a calcium spur. Moreover, a type c vessel dissection occurred. The procedure was completed with a 2.5x32mm promus element stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25x2.75mm, concentric, de-novo target lesion was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. After completing ablation of a rota with 1.25mm rota link plus, a non-bsc guidewire crossed the lesion then predilation was performed with a non-bsc balloon catheter. Subsequently, a 2.75x28mm promus element¿ plus drug eluting stent was advanced to treat the lesion but failed to cross due to a calcium spur. Moreover, a type c vessel dissection occurred. The procedure was completed with a 2.5x32mm promus element stent. No further patient complications were reported and the patient's status was stable.